Event description:
The customer reported the mx40 device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound. No speaker malfunction errors were present. The technician was unable to replicate the customer's allegation. Based on the results from the evaluation; therefore, it is determined that the device was working as intended. The root cause of the customer's allegation is unknown.